Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose level that ranged from 950-957 mg/dl. Reportedly, customer alleged an unspecified cartridge alarm caused the high bg. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the ER 5-6 hours later with the issue resolved and no permanent damage. Customer reverted to manual injections for insulin therapy.